Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system lost power suddenly and shut off. After station power loss, a field service engineer observed mini drawers and sub drawers failing, opening too far and multiple sub drawers opening simultaneously. Inspected and tested in diagnostics, eliminating sub drawers until identifying drawers 1 to 6 as the source of the issue. Replaced the mini engine (1x1) for sub drawers 1 to 6. Retested in diagnostics and application; results were good and functionality restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or2 lost power suddenly and shut off. The customer reported that after powering the station back up, multiple mini pockets were releasing when they should not or opening the wrong quantity of pockets. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.